Manufacturer narrative:
On (B)(6) 2021 customer alleged insulin pump's battery lasting less than 8 hours. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Device successfully downloaded traces and history file using thump. Unit passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. Device trace download analysis confirmed the insulin pump alarmed pump error 25, low battery alert, replace battery alert, and replace battery now alarm. The power management graph confirmed pump error 25, low battery alert, replace battery alert, and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours. Battery change noted in insulin pump history on (B)(6) 2021 at 5:53pm and on (B)(6) 2021 at 5:27pm. Therefore, battery change occurred in less than 1 week. In summary, customer allegation for insulin pump's battery lasting less than 8 hours was confirmed where the power management graph confirmed pump error 25, low battery alert, replace battery alert, and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the insulin pump was monitored and functioned properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's aunt reported via phone call that they were experiencing high blood glucose level 500 mg/dl. The insulin pump had replace battery now alarm. Insulin pump went off at night and stopped insulin delivery. The insulin pump had received faulty message that reservoir was empty. Insulin pump had low battery alert prior to replace battery alert, replace battery now alarm. Battery was not previously used. Insulin pump will be returned for analysis.